Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The malfunction was not confirmed and the device functions as intended.

Event description:
On (B)(6) 2019, the user experienced an early sensor retirement resulting in early sensor removal.